Event description:
Tested out of specification during manufacturer's analysis.

Event description:
The device was initially reported due to testing out of specification during manufacturer's analysis. However, the findings have been re-evaluated and there were no anomalies found. There has been no allegation of a device problem, or relatedness to the patient's death, which occurred more than three years ago.

Manufacturer narrative:
This report was originally initiated based solely on device return and analysis. However, the analysis finding has been updated: evaluation summary: no anomalies found. Further review indicates the device was functioning at the time of explant. It is believed that bending from the explant process or the application of mechanical shock after the device was removed could cause this population of bondwires to lift. Other: the device was initially reported due to testing out of specification during manufacturer's analysis. However, the findings have been re-evaluated and there were no anomalies found. There has been no allegation of a device problem, or relatedness to the patient's death, which occurred more than three years ago. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications.